Event description:
It was reported that the pump battery was depleting quickly. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload. The customer¿s blood glucose level was 275 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.